Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of "failed downstream occlusion" through the identification of multiple "downstream occlusion" alarms within the device history log, but could not reproduce it during eval. Eval found the pump to pass all downstream occlusion and preventive maintenance testing. The pump was calibrated to ensure continued accurate occlusion detection.

Event description:
It was reported that a spectrum pump "failed downstream occlusion." Any pt involvement, injury or med intervention is unk.